Event description:
It was reported that damage occurred to a tandem charging cable, rendering the charging supplies nonfunctional. There was no reported impact to the customer¿s blood glucose level. Technical support arranged to replace the damaged charging supplies with two-day shipping.